Event description:
A user facility biomedical technician (biomed) reported that the ultrafiltration (uf) removal was low during treatment. The uf goal was set for 4.5, however the actual removal was 1.3, when the patient was weighed after treatment. Biomed rebuilt the uf pump and attempted to calibrate. However, the uf pump would not calibrate correctly. Technical support assisted with locating the uf problem identification procedure instructions, and filling out the uf identification checklist. Technical support also advised that there could be a faulty actuator board or function board, due to the fact that biomed stated the uf pump does not look like it is stroking on the debug screen zero. Upon follow up, the primary care technician (pct) stated that the up/down arrows were not used to manually adjust the uf goal and treatment time. The pct stated that the uf was not turned off at all during treatments. The patient was able to successfully complete treatments and the correct amount of fluid was removed from the patient at the end of an additional treatment. The patient¿s pre and post treatment weights were 128 and 126.7 and the same scale was used for both readings. The pct confirmed that the patient did not eat or drink at all during treatments and no additional fluids were provided to the patient. The pct confirmed that there were no patient injuries, adverse events, or medical interventions required as a result of the reported events. The patient did not have any complaints or symptoms related to the reported events, however an additional treatment was required which was performed without issue. The machine has not been returned to service, however biomed confirmed that there were no alarms from the machine and the original uf pump is available to be returned for physical analysis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility (B)(6) technician (biomed) reported that the ultrafiltration (uf) removal was low during treatment. The uf goal was set for 4.5, however the actual removal was 1.3, when the patient was weighed after treatment. Biomed rebuilt the uf pump and attempted to calibrate. However, the uf pump would not calibrate correctly. Technical support assisted with locating the uf problem identification procedure instructions, and filling out the uf identification checklist. Technical support also advised that there could be a faulty actuator board or function board, due to the fact that biomed stated the uf pump does not look like it is stroking on the debug screen zero. Upon follow up, the primary care technician (pct) stated that the up/down arrows were not used to manually adjust the uf goal and treatment time. The pct stated that the uf was not turned off at all during treatments. The patient was able to successfully complete treatments and the correct amount of fluid was removed from the patient at the end of an additional treatment. The patient¿s pre and post treatment weights were 128 and 126.7 and the same scale was used for both readings. The pct confirmed that the patient did not eat or drink at all during treatments and no additional fluids were provided to the patient. The pct confirmed that there were no patient injuries, adverse events, or medical interventions required as a result of the reported events. The patient did not have any complaints or symptoms related to the reported events, however an additional treatment was required which was performed without issue. The machine has not been returned to service, however biomed confirmed that there were no alarms from the machine and the original uf pump is available to be returned for physical analysis.